Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: there is minor scratches to the 75ft (5-pin) dc extension cord. The soldering of the wires does not match when the leads are connected. Functional inspection : the soldering of the wires does not match when the leads are connected. No power was duplicated during test with a known working monitor. The issue was duplicated. Probable root cause is assembly. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the while testing a power extension a blue spark flashed from the while 4 pin short adaptor cable block. The monitor failed to power up.

Event description:
It was reported the while testing a power extension a blue spark flashed from the while 4 pin short adaptor cable block. The monitor failed to power up.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.